Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the usb cable was damaged. It was reported that the pump touchscreen freezes. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.